Event description:
It was reported that there was a malfunction indicated by code malf 16, with a specific fault ID available. There was no reported impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to put the pump into storage mode and return it using a pre-paid label, while ensuring insulin delivery via multiple daily injections (mdi) as backup therapy.